Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI -unknown due to unknown lot number combination. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio-seal device was deployed and the device sleeve became locked in place to release anchor. The device sleeve was pulled to release the tamper tube, and the device sleeve was stuck and would not pull up to release the tamper tube. The customer felt like the anchor was not deployed properly. A mini-cut down was performed and confirmed the anchor was in fact deployed and then cut the area between the device sleeve and the insertion sheath cap. A cut at the colored band area was made and then the user manually pulled off the device sleeve and grabbed the suture and tamped down the collagen. Hemostasis was achieved. The patient was stable with no issues post procedure. The procedure outcome was successful. Hemostasis achieved after manual tamping. No equipment or other devices were used with the angio-seal device.

Manufacturer narrative:
The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
One used 6fr angio-seal vip device was returned for evaluation. Visual inspection revealed that the hemostasis sheath was properly mated with the deployment sleeve which was in the rear lock position with the color bands exposed. The bypass tube was properly inserted into the hemostasis valve. The carrier tube assembly had been cut in the window of the deployment sleeve. No collagen, anchor, suture or tamper tube could be seen on the returned device. The tensioner was removed from the device cap. Several turns of suture were still present on the tensioner and the suture was still tethered appropriately. There was no difficulty unwinding the suture from the spool. The hemostasis sheath was cut longitudinally to check for anomalies on the inner surface and none were found. There is no indication that this event was related to a device defect or malfunction. Since the suture was able to be unwound without any hindrance, it is likely that a temporary obstruction on the distal end precluded the suture release; however, without the return of the cut carrier tube and tamper tube, exact cause of the reported event cannot be definitively determined.